Event description:
It was reported that the pulse generator exhibited high lead impedance and a high impedance alert was observed. After the device was reprogrammed normal impedances were observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.